Manufacturer narrative:
The reported field event of a telemetry/interrogation anomaly was confirmed in the laboratory. Review of device image revealed a vramp flag was triggered which is consistent with the device being exposed to an external source of radiation. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The reported field event of a telemetry/interrogation anomaly was confirmed in the laboratory. Review of device image indicated that the pacer was recovered from backup mode by the auto-fixed code corruption routine. The source of the backup was undetermined. After downloading the device product code, the device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. When attempting to interrogate the pacemaker, it could not be interrogated. On (B)(6) 2019, the device was explanted and replaced. Patient was stable.